Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that there was a malfunction of sample was observed and a diagram is available showing the location of the incident. When connecting the various tubes, it was impossible to flush the tube at the "y" connection of the tube. Significant risk of air in the tubing. No patient injury reported.